Manufacturer narrative:
The field service engineer (fse) was at the customer site and found that the evacuation bypass valve was faulty. He replaced the ebv and was able to pass calibration and controls successfully. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported positive control failing low on their iq200 elite instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.